Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in the non calcified common carotid artery. A 4.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, angiography showed leakage of contrast medium during inflation. The balloon was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 20mm from the tip.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in the non calcified common carotid artery. A 4.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, angiography showed leakage of contrast medium during inflation. The balloon was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine.